Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that patient was implanted on (B)(6), neurostimulator (ins) went down to 30-40%. Patient reported charging to 100% on (B)(6). Patient reported this morning the ins battery showed charge was down to 30%. Patient was told to charge once a week. Patient stated she could charge every day and it was not a problem but was wondering if something was wrong with it. Patient was concerned that today it was down to 30% after she fully charged yesterday. Patient also reported she was at 8 on both r and l side. Right now the patient programmer (pp) was telling her it could not give her an 8 on the l side. Patient stated she turned it down a little but 8 is perfect on both sides but it cannot give it to her. Patient tried using the pp on the call and was able to increase on both sides. Patient confirmed it is working as intended. Patient redirected to healthcare provider. No symptoms reported. No further complications were reported.